Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: (B)(4). It was reported that the patient experienced lead migration. A field representative attempted reprogramming but the therapy was not effective. It was found that the patient had high impedance on 3 contacts. As a result, the patient underwent surgical intervention in which the leads were explanted and replaced. Effective therapy was established post operation.